Event description:
The complainant reported that a patient was to be implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The device was unable to pass through the subclavian / innominate artery. The physician aborted the attempt after noticing graft anastomosis dehiscence. The patient's outcome is stable. The procedure outcome was unsuccessful.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was related to patient condition due to stenosis.